Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy for a non-ventricular rhythm. Patient received hv shock for atrial fibrillation with rapid ventricular response. Medication adjustments were made and patient was discharged home.